Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) has migrated out of the pocket. Additional information received which indicated that the physician tried new closing system which led to device extrusion and subsequent extraction. The device was explanted and replaced. No additional adverse patient effects were reported.